Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument was not functional. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and there were no damages or anything unusual. There was no response about the location of the defect, and there were no broken or damaged cables, nor was there any missing or detached material from the part of the device that enters the patient. Before use, the surgeon never managed to place the maryland forceps, as indicated by the orange light on the robot, whereas another forceps showed a blue light. The instrument did not collide with another instrument during the procedure, as the issue was present from the starting. The solution to resolve the issue was to use a back-up instrument, and the patient did not suffer any harm or injury.